Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited far r wave oversensing following bi-v pacing, resulting in inappropriate mode switching. No medical intervention or patient symptoms were reported.